Manufacturer narrative:
Due to the age of the instrument the UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of the drill bit broke and was left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip broke off. The root cause could not be determined due to bone on the fracture surface. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the as400 found this product code is obsolete, made in active in (B)(6) 2000. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.